Event description:
During an acdf, the nub on the extraction screwdriver broke off in the ti cervical self-retaining screw. The surgeon decided to leave the nub inside the implanted screw head.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned.